Manufacturer narrative:
Updated fields:b4;g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse observed the system autofill failure leak in iab circuit problem find in safety disk customer has safety disk the same has been replaced and handover to customer in good condition.

Manufacturer narrative:
The provided catalog# is not available in the access gudid, therefore UDI and other product specific details are not included in the emdr. A supplement report will be submitted upon receiving additional information.

Event description:
It was reported that during routine check cs100 intra aortic balloon pump (iabp) had an auto fill failure leak in iab circuit. There was no patient involved.